Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited a gradual rise in shock impedance measurements that had reached a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms, and the delivered shock impedance measurement in february 2023 was 89 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, including performing commanded shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited a gradual rise in shock impedance measurements that had reached a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms, and the delivered shock impedance measurement in february 2023 was 89 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, including performing commanded shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited additional high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 133 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, including performing commanded shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.